Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-15582. It was reported that during the reimplant procedure, the pocket was made and the right ventricular (rv) and the right atrial (ra) leads were placed without complications. When sewing the leads down, a milky purulent drainage in the pocket was observed. An abscess was suspected and the case was aborted. Both leads were removed. The temporary system that was implanted earlier on the right site was also removed. The pocket was flushed with antibiotics and closed. Patient's condition was stable.

Manufacturer narrative:
Analysis was normal. No anomaly was found.